Event description:
It was reported that the johnson and johnson (jnj) intraocular lens (iol) was explanted from the patient's left eye. The reason for the explant is due to halos and glare and the patient was unable to drive at night. The replacement lens is a non jnj model clareon ccwet0 +18.5 diopter alcon lens. There was no patient injury, no incision enlargement, vitrectomy, or sutures. No further information was provided. Note. The patient's right eye serial# (B)(6) is being submitted in a separate report.

Manufacturer narrative:
Section a3b, gender: the customer responded as "female". Section h3, device evaluated by manufacturer: the device was not returned for evaluation as it was discarded. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Section h6- health effect - clinical code: 2140 is being used to capture glare with surgical intervention. Attempts have been made to obtain the missing information. However, to date, it has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.